Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. This report is for one (1) unknown cortex screw. Part and lot numbers were not available for reporting. Partial part number reported is 204.8xx, 3.5 mm cortex screws, self-tapping, length unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery including hardware removal was performed on (B)(6) 2017 due to distal tibia non-union, one (1) broken plate, and four (4) broken screws. The original implant was performed on (B)(6) 2016. During the (B)(6) 2017 revision surgery, one (1) broken 3.5mm locking compression distal tibia plate, three (3) broken locking screws, one (1) broken cortex screw, and four (4) intact screws were removed. All the hardware was successfully removed without surgical delay. The wound was cultured and antibiotic beads were placed in the wound. There was no report of a current infection. The patient was stable following the surgery. Concomitant medical device reported: four (4) unknown screws (part# unknown, lot# unknown) this report is for one (1) unknown cortex screw. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The complaint condition is confirmed as a plate, three locking screws (3 heads and one shaft), and a cortex screw (1 head and 1 shaft) were received broken. The returned implants are part of the locking compression plate (lcp) system and discussed in the 3.5mm lcp medial distal tibia plates, without tab technique guide, and the 3.5mm lcp low bend medial distal tibia plates technique guide. The three (3) reported locking screws were received as three separated threaded heads and one separated threaded shaft and the one (1) reported cortex screw was received as a separated head and shaft. Each returned screw head portion shows a roughly transverse break in the threaded region; approx. 10.05mm, 13.10mm, 14.03mm, and 7.37mm (cortex screw) from the farthest distal point of the fracture to the proximal end. The returned threaded shafts of both the locking and cortex screws also show a roughly transverse break. Additionally, there is significant scraping, flattening, and bending of the threads on the proximal portion consistent with scraping against a tool during screw removal. The fracture sites were examined and no material voids or irregularities were identified. The one (1) reported plated was received in two separated pieces. The plate shows a break though the 6th and 7th holes from the distal end of the plate. The fracture surfaces show flattening consistent with exposure to pressure after the plate fracture. The balance of each implant shows wear consistent with implant and explant which would not impacted functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implants are already broken. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of the screw at the fracture site could not be performed due to the damaged threads. The thickness of the plate was inspected on each side of the fracture and found to be within the specification of 2.6mm+/-0.15 for the l2 height at hole g at a measured value of 2.58mm/2.57mm. The returned parts were determined to be suitable for their intended use when employed as recommended. A definitive root cause could not be determined for the breakage of the five (5) implants, from various part families, as the circumstances surrounding the event and over the 5 months of implant are unknown. Various factors impact the forces encountered by the implants such as, but not limited to, fracture reduction, bone healing, surgical technique, and patient factors (compliance, activity level, and comorbidities). However, these factors are unknown. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical device reported: five (5) unknown screws (part# unknown, lot# unknown).